Event description:
Reporter indicated that the patient underwent generator revision surgery due to pocket erosion. The generator pocket was worn through as if from mechanical abrasion and there were no signs of infection. The treating medical professional was unsure of the cause of the event.